Event description:
It was reported that pump displayed malfunction alarm in tandem source, and technical support explained that this indicated pump malfunction. There was no adverse impact to the customer's blood glucose level. Customer was guided through resetting pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm appeared again, which caller acknowledged and understood.